Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose read "hi" on the glucometer at the time of the event. The customer was taken off of the insulin pump in the hospital. Nothing further was reported.